Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt's mother reported the infusion device was dropped in the night. Mother stated the infusion device now displays an e8 (power interrupt) error message. Mother reported the pt can not confirm the e8. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.